Manufacturer narrative:
For 1 of the 2 reported events, the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume folfusors overinfused. The reporter stated that the devices ran at double the expected rate. This occurred during infusion of trabectedin. Both events involved a patient with no patient consequences. No additional information is available.